Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible; and bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours. No drive stalls or time outs are seen in the device download data. The device was deactivated at 1600 pulses. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.